Manufacturer narrative:
Initial and final MDR (B)(4) - device 8 of 8.

Event description:
Reference number (B)(4). Event occured in spain. It was reported; the patient faced one infusion set's kinked cannula event on (B)(6) 2025. Event took place within three hours of insertion. Infusion set was inserted in abdomen. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.